Event description:
It was reported that within three days post implant the right ventricular (rv) lead was undersensing and had small r-waves. The rv l ead was repositioned and remains in use. It was noted that the patient is part of the panorama I clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator implanted: 2009 (B)(6). (B)(4)